Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. It was noted that right ventricular lead exhibited noise revision episodes since 2020. Programming changes were made. The patient was stable.